Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial signals on the ventricular channel during the measurement of the atrial pacing threshold. Technical services (ts) reviewed the reports and provided insight on appropriately treated ventricular tachycardia (vt) episodes. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial signals on the ventricular channel during the measurement of the atrial pacing threshold. Technical services (ts) reviewed the reports and provided insight on appropriately treated ventricular tachycardia (vt) episodes. The device remains in use. No adverse patient effects were reported.